Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary (B) (4) preliminary testing revealed a no output and no telemetry condition. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device could not be interrogated. There was suspected premature battery depletion. The device was replaced. There were no reported patient complications as a result of this event.